Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR 2031642-2016-02810 was submitted.

Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4) .

Event description:
Equipment doesn't detect a patient circuit disconnection during leakage test. No patient involvement.